Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The light on the rear of the monitor cart was not on so the power cable and the voltage of the wall outlet were checked. The system then was powered up, tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power on. No pt injury was reported.